Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, very difficult to see our needle a lot of the time- we can't really use the cooke needle bc of it. IV catheter needle is usually a little better but have still had issues. 5- don't feel that the picture is any less grainy or any better than the last us ¿ which is why we ultimately switched & upgraded. No other information was provided.